Event description:
Reported as: "pouch dilatation-laparoscopic repositioning band. Opportunity was taken to replace strain relief by taper".

Manufacturer narrative:
Strain relief. Visual examination of the returned device determined the access port tubing connector to be a strain relief. Pouch dilation is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Though device remains implanted, opportunity was taken to exchange the port. Analysis observed a breakage in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, as no leakage was reported.